Manufacturer narrative:
One single dpt - vamp adult kit was returned for evaluation. Dry blood was visible on the sample sites. The customer report of flush tab broke off was confirmed. As received snap-tab of dpt flush device had been completely broken at the bottom of the poppet. Broken snap-tab was not returned. Cross surface at the site of damage appeared rough and uneven. Report of unable to draw back with vamp was not able to be confirmed. Pressure line was able to be primed and flushed from dpt vent port without any occlusion or flow restriction. Vamp adult system functioned properly. Plunger of vamp system was able to move without any problem. No other visible damage was observed from returned kit. The device history record review was not completed as the lot number was not provided. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units undergo a leak test and visual inspection.

Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the truwave, the patient experienced arterial vasospasm. They attempted to draw slower without success. They ultimately drew waste and blood from the needless access port successfully. Subsequently, they observed significant vasospasm of the artery. Finally, when attempting to use the pull tab to flush the line the tab broke off. There was no patient injury.